Event description:
It was also reported that the patient was again experiencing extracardiac stimulation from the lead. The lead remains in use per medical judgement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing extracardiac stimulation. No intervention was done and lead remains in use per medical judgment. The patient is enrolled in the systems longevity study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.